Event description:
A us distributor contacted zoll to report that a patient's garment was rubbing and causing red spots on his chest and right shoulder blade. The area was itchy but not open. There was no alleged device malfunction contributing to the irritation. Patient was recommended to place gauze or a clean handkerchief by a physician. Follow up indicated that the area has cleared.